Event description:
New information received notes that the noise was reproduced with isometric testing. Programming change was made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic follow-up, mode switch episodes due to atrial lead noise were observed. No programming changes were made to the device. The patient was stable.